Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550-29, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
Additional information was received from the rep. It was reported that the patient was going to be scheduled to have her lead replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon analysis of the lead, serial (B)(4) there was low impedance observed on a leakage test; consistent with breaches in wire insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative (rep) reported that the stimulation surges and cuts out frequently. No factors may have led or contributed to the issue. It was reported that the implantable pulse generator (ipg) was replaced on (B)(6) 2017. It was reported that it was unknown if the issue resolved at the time of the report. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3550-29 lot# serial# unknown implanted: explanted: product type accessory product ID 3778-60 lot# serial# (B)(4). Implanted: (B)(6) 2009 explanted: product type lead. Product ID neu_tlock_anchor lot# serial# unknown implanted: explanted: product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that the neurostimulator (ins) was replaced on (B)(6) 2017 as the patient was feeling surging. The rep reported that they were going in to replace the lead on the day of the report as the patient had continued to feel surging since the ins was replaced in (B)(6). The rep reported that they checked impedances twice and they ranged from 1200-1600 ohms. The rep reported that the patient wasn¿t specific about where patient was feeling surging but indicated it was all over and at least along the lead. The rep reported that they had already ¿played around¿ with the system and done reprogramming. The rep inquired about troubleshooting to try during the procedure. The rep reported that they plan to replace the lead no matter what and they would try to obtain explanted lead for analysis. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the stimulation surges and cutting out hadn¿t been determined. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (lot# or serial#, if appropriate found (B)(4) no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature.